Event description:
A pharmacist reported to baxter (B)(4) that during use the device experienced a blood leak. It was reported that 5 to 10 minutes after therapy began, a blood leakage alarm has been displayed and a visible leak was seen in the hemofilter. The blood was returned to the patient. The patient was disconnected, and the patient was setup with new supplies. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.